Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing shortness of breath. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was performed at this time. No patient symptoms were reported.